Manufacturer narrative:
Investigation ¿ evaluation . A review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection and functional test, were conducted during the investigation. During the visual inspection of the complaint device excessive biomatter was noted to be present all over the returned device. No surface damage to the sheath was noted, other than the separation at the proximal end. The check-flo assembly was successfully removed from the sheath for inspection by advancing the assembly over the sheath towards the distal tip. The inner coiling of the sheath was found to be unraveled at the proximal end where the separation occurred. The proximal assembly was deconstructed and a portion of the sheath tubing was found within the hub and was removed. At this time, there is no evidence suggesting that the device was manufactured out of specification additionally, a document based investigation evaluation was performed for lot 9335751. No nonconformances and no additional complaints were found relevant to this failure mode. Because there are no related nonconformances, adequate inspection activities have been established. As no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A supplier investigation was also conducted and the complaint device was examined. There is no evidence to suggest that the complaint device component was manufactured out of specification. Based on the information provided, and the results of the investigation a definitive root cause could not be established. It is possible that during the procedure, the physician could have added excessive force to the rmt cannula within the sheath while trying to withdraw the cannula, causing the separation, but this cannot be confirmed at this time. Per the quality engineering risk assessment, no further action is required cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 14feb2019 which described the complaint component as the outer sheath of the rups-100, described as a "kcfw anti-folding sheath of 10f". The device was directly advanced into the body. No other sheath was used outside. The sheath was passed through the jugular vein into the inferior vena cava, then into the hepatic vein. No tortuous, calcified or scarred tissue was noted during the device advancement. The dialator was "inserted assembly with the sheath and then was removed. Then the trocar stelt assembly was inserted into the lumen. During the process of hepatic parenchyma puncture by trocar stylet, the check-flo valve was separated. So when the separation occurred, the dilator was not in place." As reported no guide wire guide was reported to have been in the lumen of the sheath when the component separated. The reporter then stated that, "normally, it is after the trocar stylet successfully punctures the hepatic parenchyma and gets to the portal system, will the wire guide be inserted." No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant medical products: terumo sheath, johnson & johnson balloon, gore viatorr stent. Occupation: agent. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an rosch-uchida transjugular liver access set was used in a male patient with cirrhosis of the liver and portal hypertension. As reported, during the advancement of the sheath, the proximal end was detached from the check-flo assembly valve. The operator removed the damaged sheath and was able to complete the procedure successfully with a new rosch-uchida transjugular liver access set. The complaint device was archived at the manufacturer to aid in the investigation. Excessive biomatter was present all over the device and the check-flo assembly was confirmed to be detached from the sheath. Other than the check-flo assembly detachment, no other damage was noted to the device. The inner coiling of the device was noted to be unraveled at the proximal end where the separation occurred. A portion of the sheath tubing was found within the hub. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.